Event description:
It was reported that the lead was attempted implanted but not used as the physician could not get the lead into the right ventricle (rv). An existing capped pacing lead in the rv was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. It was noted that there was blood in/on the helix/lobe mechanism.